Event description:
Chronic headaches; after being told about the recall of the philips CPAP machines and reading the potential side effects, I started to think about my health and how over the past year I have had a lot more headaches and respiratory problems. I have never experienced headaches or respiratory problems re-occurring. Only occasional from having a cold and sinus infection. FDA safety report ID# (B)(4).